Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and due to passing out. The customer reported that they bled a lot during needle insertion then passed out. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that they had blood glucose of 74 mg/dl after regaining consciousness. The insulin pump will not be returned for analysis.